Manufacturer narrative:
Unomedical hereby submits this initial report as part of its complaint remediation activities conducted under a CAPA 2356421 and CAPA 2566479 in accordance with the FDA action plan, which incorporates (B)(4), (ic retrospective complaint review) and (B)(4), (ic retrospective MDR review). This submission includes a retrospective reassessment of previously evaluated complaints. Unmedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remain unchanged e1: patient city: (B)(6) patient country: united states. Additional information - this medical device report (MDR)is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary. Complaint investigation results: a complaint investigation was conducted based on the event description and the assigned malfunction code soft cannula bent kinked crimped after removal blockage additional information was requested to support the investigation however; a lot number or any product specific information was not provided. No device, device components, or other visual or physical evidence was made available for evaluation. Consequently, visual inspection, retain sample testing, or the assessment of potential product performance issues, component integrity, or manufacturing defects could not be performed. In response to the complaint, and due to the absence of a specific lot number or part number, a high-level investigation was conducted into the assigned malfunction in infusion set products distributed to the customer. This included but was not limited to quick set paradigm, mini med quick set, minimed mio, minimed mio 30, minimed silhouette, minimed sure t, sure t paradigm and I port advance product families. Please refer to the attached memos for full details. Quickset paradigm cannula, minimed quick set cannula docx, minimed mio lopi-cannula, minimed mio 30 lopi cannula, minimed silhouette cannula, I port advance (cannula) docx enclosure 1: electronic quality management system (eqms) search results enclosure 2: maintenance results enclosure 3: raw data for complaint trending. Corrective and preventive action (CAPA) determination based on the investigation, no further action is required. The record will be closed and monitored through tracking and trending per work instruction (wi) (monthly trips and alerts). Complaint unconfirmed: following investigation, the reported failure could not be confirmed for this complaint. Complaint investigation conclusion due to the absence of a lot number, part number, and returned product, the investigation was limited to a high-level review of the assigned malfunction in infusion set products distributed to the customer. This included but was not limited to quick set paradigm, minimed quick set, minimed mio, minimed mio 30, minimed silhouette, minimed sure t, sure t paradigm and I port advance product families. The review included an electronic quality management system (eqms) search, complaint trending, and review of applicable risk management documentation. No evidence of a systemic issue was identified. No further action is required at this time, and the record will be closed with continued monitoring through routine tracking and trending. The record may be reassessed if additional information becomes available. Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient was hospitalized and has experienced high blood glucose level 167mg/dl and diabetic ketoacidosis on (B)(6) 2025.